Event description:
It was reported that the microwire fractured, requiring additional intervention. During placement of a left renal abscess drain, an accustick ii system was selected for use. While manipulating the microwire, a portion of the microwire sheared off and remained within the patient. Because infected urine was present, only minimal retrieval attempts were made during the initial procedure. Nine days later, the patient returned for percutaneous retrieval of the retained wire fragment during removal of the indwelling abscess drain. Retrieval using a snare was unsuccessful, and the retained fragment could not be removed percutaneously. Further management with retrograde ureteroscopy or surgery was recommended if clinically indicated. The patient was expected to fully recover, and no patient complications were reported as a result of this event.